Event description:
It was reported that the customer had a partial display on the insulin pump. Customer's blood glucose level was 154 mg/dl. Customer stated that he inserted an energizer aaa (B)(4) battery in the pump and the display has not returned to normal. Customer stated that the pump has vertical lines on a black screen. Customer reported that he pressed the act button and the screen went to black and the battery was dead. Customer was assisted in performing a self test, but customer was unable to go to the main menu as the act button causes a black screen when pressed. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. No blank display or missing segments were noted. All of the buttons functioned properly and no moisture damage was noted on the keypad traces. The keypad connector was fully locked. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.